Event description:
A female with history of rt hip fracture continued lower extremity swelling worsened with physical activity. Pt unable to ambulate without discomfort. Further evaluation revealed that the internal fixation had failed. The pt was admitted for removal of internal fixation rt hip with conversion to rt total hip replacement. Intra-op per surgeon noted lag screw of the compression hip screw device had cut into the lateral border of the acetabulum.